Event description:
It was reported that customer experienced high blood glucose level after they forgot to manually deliver a mealtime bolus. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A correction bolus was delivered to address bg level.